Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the wolverine was tried to insert into the lad lesion but it burst at a rated burst pressure (rbp) atm. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Event description:
It was reported that a balloon rupture occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified left anterior descending artery (lad). A 10mmx2.50mm wolverine cutting balloon was selected for use. During the procedure, the wolverine was tried to insert into the lad lesion but it burst at a rated burst pressure (rbp) atm. The procedure was completed with another of the same device. No complications were reported and the patient was in good condition after the procedure.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual and tactile examination identified no issues with the hypotube. No kinks or damages identified with the polymer shaft. A detailed microscopic examination of the balloon material identified no tears or pinholes in the balloon. A microscopic examination of the blade segments identified the first blade and pad fully bonded onto the balloon. Distal blade is separated. A 2.5mm proximal blade segment detached and the entire 4.5mm distal blade detached. The entire blade pad was intact. Blade and pad fully bonded onto the balloon. A 7mm portion of the blade was detached. Tip showed no signs of tip damage. A microscopic examination of the proximal and distal markerbands identified no damage. An attempt was then made to inflate the balloon to 12 atmospheres as per wolverine IFU, however, a leak was noted coming from the pinhole just distal to the proximal marker band.